Event description:
During a robotic laparoscopic supercervical hysterectomy, the harmonic ace curved shears insert's insulation piece broke off while being used. The piece was recovered without harm to patient.